Event description:
The customer reported the device did not work. A review of the device error log during investigation found multiple n56 replace battery alarms. The device was powered up and alarmed ¿depleted battery¿ with the battery icon empty. The device was connected to ac power and a message to keep device plugged into ac was displayed. When disconnected from ac power, the device displayed a depleted battery message and powered off. The battery was replaced, and the ¿change battery¿ was keyed and the device then passed testing. The complaint was confirmed and the probable cause was a combination of a depleted battery and change battery option not keyed. This complaint was determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.